Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot# 73c2100761 investigation did not show issues related to the complaint.

Event description:
Reported issue: the clip was found broken during usage; another clip was used. No reported injury.